Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported she had one tampon with an applicator that was broken and sharp at the top and the petals were open. She noticed prior to use and did not use the tampon.